Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient removed the pod due to pain and irritation at the pod site. The patient noticed localized inflammation and swelling of his thigh. On (B)(6) 2025, a surgical operation was performed and antibiotics were prescribed. The operation was noted as unsuccessful and the antibiotics had no effect. A second operation was performed on (B)(6) 2025 where the cannula was extracted from the insertion site. The cannula extracted was estimated to measure 1 or 2 mm in length. The patient consulted the doctor again on (B)(6) 2025 and a new course of antibiotics was prescribed.